Event description:
Consumer called to report having to call emt for her mother. Believes she gave her the wrong dosage of insulin due to the readings on the bd meter.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.